Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with transient light sensitivity following lasik treatment. The topical steroids were increased and the symptoms are improving. Additional information received; the patients symptoms are now being reported as iritis/uveitis. The topical steroids were being used every hour and the patient was prescribed cyclopentolate at night and seen in follow up one day later. The topical steroid was tapered down to every two hours and the cyclopentolate continued. Four days later the patients symptoms were noted as resolved on follow up. The topical steroids were tapered by the week and the cyclopentolate was discontinued. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.